Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a drop in blood pressure was observed. It was also reported that cardiac tamponade was confirmed on x-ray. It was noted that it was believed that the lead perforated the heart when it was moved near the apex. Drainage was performed immediately and blood pressure stabilised. The pacing lead was reprogrammed, repositioned and remains in use. No further patient complications have been reported as a result of this event.